Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing of short interval counts (sic) and noise. The device can to coil morphology showed over sensed beats corresponded to t-wave oversensing (twos). The sensitivity was decreased. The lead remains in use with continued follow-up. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed that beginning (B)(6) 2014, sensing integrity counts increased to 328. There is the potential for lead to lead interaction or insulation breach. T-wave oversensing cannot be confirmed. The right ventricular vlead integrity warning occurred (B)(6) 2014 for high rate non-sustained episodes and short interval counter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6721l-50 x2 lead, implanted (B)(6) 2009; 5866-38m adaptor, implanted (B)(6) 2009; 4965-35 x2 lead, implanted (B)(6) 2009; 4968-35 lead, implanted (B)(6) 2009. (B)(4).